Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported aggressive infection. Implant was removed due to peri implantitis. Tooth 20 (universal). Abscess, pain, edema, and inflammation are reported symptoms.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 -2022 -01239. Follow up with customer confirmed that the lot number is unknown. Lot number had previously been reported incorrectly. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.